Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11303r16, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a (B)(6) male patient receiving intrathecal morphine 10.0mg/ml at 3.5mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that the pump started to alarm on (B)(6) 2015, and the pump went empty on (B)(6) 2015. The patient had been weaning off the pump for years. The patient had confirmed with his hcp that the alarm date was (B)(6) 2015, but the patient thought that his pump started to alarm on (B)(6) 2015. The patient thought that something in the house was causing the alarm and then realized it was his pump. At this time, the patient stated that he feels fine/felt great ((B)(6) 2015) but wants the pump removed. The hcp told the patient that he would be fine, and would not get sick. The patient wanted to know if he would get sick. Blood work was done a month and a half ago, and the patient was waiting to get a prescription for testosterone. It was noted that the patient got a letter in the mail that stated that he was dismissed from the clinic because he was abusive to the staff. The patient noted that he was not abusive but was direct, and had called to request records (but the records were not sent.) Additional information received from the health care provider (hcp) reported that on (B)(6) 2015, the patient stated that he was going through horrible withdrawal. The patient was told that he could see his primary care physician and receive ultram (oral pain medication) to offset any residual possible side effects from the pump running dry, as he was only on a low dose in the pump. Additional information received from the health care provider (hcp) reported that they contacted a new doctor that has agreed to take him as a patient, an d an appointment was scheduled for (B)(6) 2015. The patient outcome and intervention remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider on (B)(6) 2015 and it was reported that the patient was seen in the clinic on (B)(6)2015 to have his intrathecal morphine pump turned off. Per the clinic notes, the patient had a history of lumbar spinal pain with three back surgeries. His surgery in 1993 partially helped however his two additional surgeries did not. He developed rsd of the lower extremities following his last surgery. He stated though that over the past year he had lost over (B)(6) and swam several days a week. As long as he was active his pain would be minimal or absent. He had an intrathecal morphine pump with a concentration of 10 mg/ml and at his last refill was receiving an infusion of 3.5 mg per day. His low reservoir alarm date was (B)(6) 2015 and he stated that he never went to get it refilled. He did not need it any longer and would be getting the pump removed. In the meantime, he wanted it to be turned off. The patient was no longer seeing his prior physician and needed someone to turn off his pump because it continued to alarm. While under the care of the other physician, he was taking oral medication in combination with the intrathecal morphine. He slowly weaned off all oral narcotic medication and over the past year they had been decreasing his infusion rate in hopes of getting off all narcotic medication. The pain sometimes awoke the patient from his sleep. He slept an average of 8 hours and did not feel rested during the day. He rarely felt sad, helpless and hopeless because of the pain. He denied suicidal or homicidal ideation. He did feel tense or worried. He denied a history of panic attacks. He did feelirritable and angry because of his pain, but denied any angry or aggressive acts towards others. He denied seeing a mental health care profession or inpatient psychiatric treatment. His primary reason for seeking their care included complete pain relief, partial pain relief, and increase general activities. On physical examination, he was in no acute distress. He was able to site and converse comfortably and demonstrated no overt pain behaviors. He held his head in midline and maintained appropriate eye contact. He rose from a seated position with the assistance of his arms and his gait was nonantalgic. He was able to heel walk, toe walk, and squat with min imal difficulty. He had normal range of motion with flexion, extension, and lateral rotation in either direction. He scored 5/5 muscle strength testing throughout the lower extremities. He had plus two patellar and plus one achilles reflex. He had normal sensation to light touch in the lower extremities. The impression was &#62229;mbar spinal pain secondary to discogenic syndrome vs facet arthropathy; lower extremity radicular syndrome; and rsd of the lower extremities the plan was to turn the pump off today. The patient would follow-up with another physician regarding surgical removal of the pump. After initial interrogation of the pump, the pump was found to be alarming due to no medication left in the pump. The pump was reprogrammed and turned off per the patient&#62688;request.